Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient was hospitalized for five days for a pre-existing condition for chest pain. On (B)(6) 2017, the patient started experiencing chest pain and contacted his cardiologist. The cardiologist advised the patient to go to the hospital. The patient was admitted on (B)(6) 2017 for observation and tests. The patient was released on (B)(6) 2017. The dexcom system was in use during the patient's hospital stay; however, there was no allegation made against the dexcom system. Patient contacted dexcom to request a replacement sensor, as his had been removed by hospital staff durng his stay. At the time of contact, the patient was doing much better. No additional patient or event information was provided.